Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 6mm amplatzer duct occluder was selected for implant using a 5f torqvue delivery system. The dimensions of the defect were 5mm diameter and 6mm length. Sizing was determined via ultrasound. During implant, the occluder was "poorly formed during the operation and later fell off and was removed." There were no interactions with cardiac structures during deployment and no angulation/kink was observed with the delivery system. The occluder was released from the delivery cable, however "molding was not good after normal release, and it falls off." The patient's defect was surgically repaired. No patient consequences were reported.

Manufacturer narrative:
An event of deformation and device migration were reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions and no anomalies were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on available information and without the procedural imaging, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.